Manufacturer narrative:
The lot was manufactured between february 22, 2019 and february 24, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and a dark particulate matter on the membrane of the additive port was identified. The reported condition was verified. The cause of the condition was found to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle was observed at the administration port of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during setup and preparation. There was no patient involvement. No additional information is available.